Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected cgm mobile application shut-off was confirmed via data. The root cause could not be determined.